Event description:
The customer reported that the pt's freedom driver exhibited an irreversible fault alarm during a routine clinic visit. The pt also reported that the driver faulted seconds after the freedom onboard battery was inserted. There was no reported adverse pt impact. The pt was subsequently switched to the backup freedom driver. Although the freedom driver exhibited an irreversible fault alarm, the driver continued to function as intended. The pt later admitted that the freedom driver exhibited an intermittent fault alarm, possibly a temperature alarm, three weeks prior to the clinic visit. This alleged failure mode poses a low risk to the pt because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.